Event description:
It was reported that the front and rear case of the external pulse generator was cracked, and that when the battery door was pressed the generator would not work. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken, and the main printed circuit board (pcb) was out of electrical specification. It was also noted that the battery release was contaminated, the ring cover was broken, the lead flex cover was contaminated, the battery contacts were compressed, the battery drawer was damaged and contaminated and the keyboard was scratched. Further analysis was performed on the main pcb. This analysis confirmed the battery removal failure was caused by a capacitor component failure. (B)(4).